Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed. A cloudy display was not observed. Unrelated to the initial complaint, the pump case was cracked, and the battery compartment was stripped. Also unrelated, the audio bolus button cover was torn/punctured, and the display screen was dim and discolored.